Event description:
A male patient contacted lifecor customer support to report that both battery packs are flashing the "battery pack fault" led on the charger. He also stated that neither battery pack would hold a charge for the entire day. Support sent the patient replacement battery packs and a battery charger.

Manufacturer narrative:
Device manufacture date: battery packs 2008. Battery charger 2008. Device evaluation summary: device evaluations of battery pack and battery charger have been completed. The reported problem was confirmed. The cause of the defective battery charger was a defective q1 chip. This bad chip caused the battery pack to not enter charging mode. The root cause of the defective q1 cannot be positively identified but was likely random component failure. The faulty charger was repaired. It was then retested and restocked. Both battery packs were fully functional. They were retested and restocked. No adverse event resulted from the damaged charger. The patient received a replacement battery charger and battery packs.